Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer filled the cartridge with colder than room temperature insulin. It was noted that the customer¿s blood glucose (bg) level was not impacted by the fill estimate issue. However, the customer experienced an elevated blood glucose level of 253 mg/dl earlier in the morning and it was addressed with a bolus. Reportedly, the customer believes the suspected cause of the elevated bg level was from eating too much corn bread and not blousing enough for it. At the time of the report the customer no longer experienced elevated an bg level.